Manufacturer narrative:
Information available to date suggests that the removal occurred due to new leg pain reported by the patient 1 year 2 months post-op. The patient had a knee replacement surgery and was attending physical therapy when the leg pain began. No images or additional information was provided by the operating surgeon; thus, the root cause cannot be established with certainty. There is no information that suggests a device malfunction or device failure caused the event to occur.

Event description:
A varilift-lx removal was reported for one implant in a bilateral plif 1 year and 4 months post-op.